Event description:
It was reported via implant patient registry that a 21mm aortic valve was explanted and replaced with a 23mm valve after an implant duration of 4 years, 7 months due to calcification, pannus, severe stenosis, and leaflet restriction. Patient was discharged home in stable condition on pod #9. Per medical records, post-op tee showed no perivavular leaks. As reported, no deficiency in the original device was alleged.

Manufacturer narrative:
H3: product evaluation: customer reports of stenosis and leaflet restriction were confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. As received, leaflet 1 had a torn out section of approximately 6mm x 7mm near commissure 1 and a horizontal tear approximately 12mm long. Leaflet 3 had a torn out section of approximately 14mm x 7mm. Torn out leaflet fragments were not returned and calcification was evident at the tears. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 at the inflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring cloth was cut around leaflet 3 near commissure 3 on the inflow aspect. Wireform was exposed on all three commissures and metal band was exposed around leaflets 2 and 3 on the outflow aspect. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via implant patient registry that a 21mm aortic valve was explanted and replaced with a 23mm valve after an implant duration of 4 years, 7 months due to calcification, pannus, severe stenosis, and leaflet restriction. The patient presented with sob and chf. Patient was discharged home in stable condition on pod #9. Per medical records, post-op tee showed no perivavular leaks. As reported, no deficiency in the original device was alleged. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional narratives. Updated b5, b7, and h6 per new information received.

Manufacturer narrative:
Additional manufacturer narrative: there can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation or stenosis and require exchange of the device. The device was returned and product evaluation is ongoing. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported via implant patient registry that a 21mm aortic valve was explanted and replaced with a 23mm valve after an implant duration of 4 years, 7 months due to severe stenosis and leaflet restriction. Patient was discharged home in stable condition on pod #9. Per medical records, post-op tee showed no perivavular leaks. As reported, no deficiency in the original device was alleged. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.